Event description:
Pt arrived as an outpatient for an MRI/mra/mrv of his brain and spine under anesthesia. Pt was placed under anesthesia and transported to MRI 2 (teal) for his scan. Vital signs were all stable in the induction room on anesthesia's monitors. Once pt entered the MRI scanner he was placed on the invivo monitor and vital signs were obtained including a bp. Once pt advanced into the scanner the bp cuff was no longer functioning. Multiple bp cuffs were attempted with no success. The invivo cable was changed back to the old cable with the dual hook up and attempted with no success. Mode was changed from neonatal to pediatric with no success. Finally after an hour a bp was obtained with the pt not in the scanner with the old bp cable and cuff. Doctor at the bedside the entire time as well as MRI clinical manager and biomed technician. Once MRI scan was started, we were unable to get a bp measurement to work again. Pt deemed stable by doctor and scan was continued with cardiac, end tidal and o2 sats monitored. Additional bp's were sporadically obtained, but for the most part the bp function was not working properly. Unsure how to prevent this in the future as invivo is the only monitoring system that we have for MRI.